Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter; during an esophagectomy procedure, when using the device, the anvils fell off after firing. Staples did not form properly after cutting the tissue. The surgeon had to manual suture the tissue.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation one device. The event report alleges the product was used in a surgical procedure. During the product analysis it was noted that the anvil was disengaged from the instrument. The sulu was also received fully fired with a broken interlock and exposed knife blade. Engineering confirmed damaged to the anvil at the proximal end. The engagement tab was observed severely bent, as if it was pushed. In addition, the anvil nose gap was observed bent/misaligned. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. The root cause of the disengaged anvil is due to improper closure of the device. When the le vel handle is forced into misalignment, it can push on the anvil, and attempts to fire the device with an anvil out of registration can cause the staples to form improperly. The anvil disengagement was due to the improper closing of the instrument, pushing and damaging the anvil with the lever handle, thus causing the gap in the anvil nose. Replication of the broken interlock may be due to closing the stapler on a sulu with an engaged interlock. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.